Manufacturer narrative:
Covidien reference # : (B)(4). The unit has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that an error code 16 occurred on the force fx-8c electrosurgical generator while the unit was in use during a procedure, and it reportedly caused the surgery time to be extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. One forcefx8c generator was received and evaluated. The investigation could not determine the root cause of the customer's reported condition. The low voltage power supply assembly and the low voltage power supply cable were replaced to address the reported condition. A review of the device history records indicates that this unit was returned on a previous work order for a condition relating to the current investigation. The previous work order addressed error code 16, and the device was released meeting specification.